Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline breast implant, catalog # 3501680, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced pain on the left breast implant. Capsular contracture with baker grade IV was confirmed by physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile saline implants, catalog # 3502450, 450cc, s/n (B)(4) (l) and catalog # 3502475, 475cc, s/n (B)(4) (r) on (B)(6) 2018.